Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They have switched the pads out and changed the device, but they were still getting the same air leak alarm. Confirmed they were seeing some water flowing, but therapy kept stopping. Explained when connecting the pads, they should make sure to not hold or squeeze the clamps to prevent air from being pushed in. All the tubing needs to be straight with no kinks. Nurse stated they were squeezing the clamps on the pads when connecting. Informed nurse to empty the pads, disconnect the pads, and then reconnect the pads with proper technique. Nurse restarted therapy, device alarmed low flow again and stopped therapy. Had nurse empty the pads and disconnect. Walked through placing device in manual control. Diagnostics showed that the outlet monitor temperature (t1) was 8.3c, outlet control temperature (t2) was 8.1c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 5c, water flow rate (wfr) was initially 0 l per min, inlet pressure (ip) was initially -8.3psi, circulation pump command (cpc) was 70 percentage, system hours were 5,128, and pump hours were 4,486. After a minute, water flow rate (wfr) was 1.7 l per min and inlet pressure (ip) was -7psi. Informed nurse the circulation pump was working hard to generate the pressure, it was likely a pump issue s/n (B)(6). Nurse would swap to another machine and send this one to biomed. They have the stats so try one of those and would call back if needed. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy but keep getting alarm 01 and 02 low flow or air leak in an arctic sun device. They have switched the pads out and changed the device, but they were still getting the same air leak alarm. Confirmed they were seeing some water flowing, but therapy kept stopping. Explained when connecting the pads, they should make sure to not hold or squeeze the clamps to prevent air from being pushed in. All the tubing needs to be straight with no kinks. Nurse stated they were squeezing the clamps on the pads when connecting. Informed nurse to empty the pads, disconnect the pads, and then reconnect the pads with proper technique. Nurse restarted therapy, device alarmed low flow again and stopped therapy. Had nurse empty the pads and disconnect. Walked through placing device in manual control. Diagnostics showed that the outlet monitor temperature (t1) was 8.3c, outlet control temperature (t2) was 8.1c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 5c, water flow rate (wfr) was initially 0 l per min, inlet pressure (ip) was initially -8.3psi, circulation pump command (cpc) was 70 percentage, system hours were 5,128, and pump hours were 4,486. After a minute, water flow rate (wfr) was 1.7 l per min and inlet pressure (ip) was -7psi. Informed nurse the circulation pump was working hard to generate the pressure, it was likely a pump issue sn (B)(6). Nurse would swap to another machine and send this one to biomed. They have the stats so try one of those and would call back if needed.

Event description:
It was reported that the nurse stated that they were trying to start therapy but keep getting alarm 01/02 low flow/air leak in an arctic sun device. They have switched the pads out and changed the device, but they were still getting the same air leak alarm. Confirmed they were seeing some water flowing, but therapy kept stopping. Explained when connecting the pads, they should make sure to not hold or squeeze the clamps to prevent air from being pushed in. All the tubing needs to be straight with no kinks. Nurse stated they were squeezing the clamps on the pads when connecting. Informed nurse to empty the pads, disconnect the pads, and then reconnect the pads with proper technique. Nurse restarted therapy, device alarmed low flow again and stopped therapy. Had nurse empty the pads and disconnect. Walked through placing device in manual control. Diagnostics showed that the outlet monitor temperature (t1) was 8.3c, outlet control temperature (t2) was 8.1c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 5c, water flow rate (wfr) was initially 0 l/min, inlet pressure (ip) was initially -8.3psi, circulation pump command (cpc) was 70 percentage, system hours were 5,128, and pump hours were 4,486. After a minute, water flow rate (wfr) was 1.7 l/min and inlet pressure (ip) was -7psi. Informed nurse the circulation pump was working hard to generate the pressure, it was likely a pump issue s/n (B)(6). Nurse would swap to another machine and send this one to biomed. They have the stats so try one of those and would call back if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.